Event description:
It was reported to medtronic neurosurgery that a shunt was implanted into the patient in (B)(6) 2011 to treat their hydrocephalus caused by a brain tumor. It was unknown whether the shunt was a medtronic device or not. The shunt was reported to not be effectively treating the patient's hydrocephalus, so the valve was revised in (B)(6) 2011 for an adjustable strata valve.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.